Manufacturer narrative:
Initial report ref natus complaint#(B)(4). Installation date: 11-oct-2023. UDI not applicable. Device history record was reviewed and no related faults/issue found. No related CAPA's. The customer received a replacement part. Per (B)(4) risk analysis spreadsheet: hazard ID 6.11 - due to mechanical stress or impact, dynamic loading, vibration, or environmental conditions -- accessory shelf on cart may be unable to support the mass of accessories or items placed on its surface, causing it to bend or break and leave sharp edges exposed or broken support system could land on and harm someone. Effects (harm) - range from clinically insignificant to irreversible injury resulting from direct physical injury. Residual risk = low and acceptable. Investigation results: no parts were returned from the field but a number of pictures were sent by the customer of the cart and the failed components. The pictures show wear on the edge of the hole the screw was in and paint transfer from the black bracket to the silver cart where the bracket was rubbing for some time while the screw was loose. Root cause/probable root cause: the screw came loose over time due to use or vibration during cart transit. Recommended actions: create ecr to add some retaining method for the screw (thread locking material or fastener) and ensuring there are work instructions for the installation of the mast on the cart covering proper installation of the screws.

Event description:
Videology camera mount broke. A screw holding the camera mast in place came loose and fell out of its proper location allowing the mast bracket to pivot around the remaining screw. No injuries reported.